Manufacturer narrative:
(B)(4). Concomitant medical devices: 14-444442 fem nail retro 13.5mm x 420mm unknown; 14-405050 ti-dble lead cort 5.0x50mm scr unknown; 14-405065 ti-dble lead cort 5.0x65mm scr unknown. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. Multiple MDR reports were filed for this event, please see associated reports: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01158 - 1; 0001825034 - 2021 - 02041; 0001825034 - 2021 - 02042.

Event description:
It was reported that the patient underwent a revision procedure approximately eighteen months post initial surgery due to knee pain. No additional patient consequences were reported. It was indicated that the pain was not related to the implant, it was alleged on instrumentation and uncertain if it is related to the procedure. No additional information was provided.